Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was initially reported by patient that the charger indicates error. The antenna was disconnected and reconnected and the issue still persisted. So the patient stopped charging their device from (B)(6) 2019. Company rep interrogated the device and were unable to communicate with external devices as the patient had forgot to charge their ipg. To address this issue patient may be awaiting surgical intervention.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.